Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (sicd). The patient was informed of advisory but has not had his device checked in order to save money. The patient would like boston scientific to pay to have his device checked as the reason is due to the advisory. A boston scientific technical services consultant documented and discussed the patient's concerns. The device was subsequently explanted for normal battery depletion over three years later. A replacement device was implanted without further incident. No adverse patient effects were reported.